Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection it was noted, the end of the device was bent. It was also noted that the first anchor was returned attached to the suture that was not deployed from the device. Upon visual inspection of the anchor it was noted that the anchor was broken. The bend was determined to be caused by misuse by the user by using prying/leveraging forces with the device. The cause of the broken implant could not be determined. Upon functional testing, it was noted that the second anchor could not be deployed due to the bend in the device.

Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii deployed the first anchor. When surgeon located the second point to deployed the second anchor, the button would not advance and the anchor would not deployed. It was noticed that the tip of the meniscal cinch had bent. This was discovered during a meniscal repair on (B)(6) 2022. Additional information received 2/21/2022: when the meniscal cinch ii failed, surgeon cut out all sutures and removed the first anchor before using another ar-4570, from the same lot number, to complete case. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted, the end of the device was bent. It was also noted that the first anchor was returned attached to the suture that was not deployed from the device. Upon visual inspection of the anchor it was noted that the anchor was broken. The bend was determined to be caused by misuse by the user by using prying/leveraging forces with the device. The cause of the broken implant could not be determined. Upon functional testing, it was noted that the second anchor could not be deployed due to the bend in the device.